Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, sleeve broken, could be removed, no further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.